Manufacturer narrative:
Additional information: h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponge with povidone-iodine was separated from the minicap. This issue was observed during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.